Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, reference MFR report#1627487-2018-07618, reference MFR report#1627487-2018-07628. It was reported that the patient was no longer experiencing effective therapy from the scs system in all pain areas. Also, high impedances were noted on lead contacts. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 3 of 3. Reference MFR report#1627487-2018-07618. Reference MFR report#1627487-2018-07628. Additional information received identified that surgical intervention was undertaken wherein the leads were explanted and replaced on (B)(6) 2018. Post-operatively, patient had effective therapy.